Event description:
It was reported that the customer experienced high blood glucose (bg) levels. The customer used manual injections to manage their bg levels. The customer performed a system check and no insulin was seen coming from the tubing or luer lock and the occlusion alarm was not declared. As the customer changed the infusion site, tubing, and cartridge and was not currently experiencing an alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.